Manufacturer narrative:
All available information was investigated and the reported sleeve steering issue could not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported sleeve steering issue. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Event description:
This is filed to report a sleeve steering issue. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4+. It was noted that while attempting to steer the clip delivery system (cds) down towards the valve it moved towards the posterior wall instead. The cds was unstraddled and retracted far enough to verify that the device was keyed correctly. The device was determined to be keyed correctly and the decision was made to remove the cds and exchange it. The procedure was completed successfully with a resulting mr of grade 1+. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.